Manufacturer narrative:
The insulin pump alarmed no motor movement error during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify drive count time values error alarm due to no motor movement error alarms. However, the insulin pump passed self-test, sleep current measurement, and active current measurements. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm drive count/time values or changes incorrect for moving or coasting. Customer's blood glucose at time of incident was 323 mg/dl. Customer stated that they are unable to rewind the piston. Customer insulin pump was replaced.